Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The cfn clinical consultant reported that the customer has described leaking at the connection of the maxzero outer threads and the 2.5ml (3cc barrel) covidien syringe. The customer says the connection sometimes "feels loose" when she connects. There was no patient harm, nor any medical intervention required.